Event description:
It was reported by svc report that the bed constantly sends nurse call signal when plugged into the head wall. The head wall interface cable was malfunctioning. No pt involvement or adverse consequences are reported.